Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that after the solenoids were replaced to resolve an autozero failure, the device alarmed for missing flow sensor calibration data. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that after the solenoids were replaced to resolve an autozero failure, the device alarmed for missing flow sensor calibration data. The remote service engineer (rse) informed the bme that flow sensor calibration data was stored on the flow sensor assembly and transmitted to the central processing unit (cpu) through the data acquistion (da) printed circuit board assembly (pcba); there is no calibration that needs to be done. The rse also advised the bme to check all connections to the da pcba, especially the ribbon cable coming up from the flow sensor assembly. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the bme found that the ribbon cable was actually not connected. The bme therefore connected the cable and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.